Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post-paced t-wave oversensing was observed on the ventricular lead via a real-time egm. Programming changes were made. Device remains implanted. No further issues with the patient have been observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.